Manufacturer narrative:
The device was not available for further investigation by the manufacturer. In the event that additional information is received, a supplemental report will be submitted.

Event description:
It was reported that during patient use, the PICC-line valve became disconnected from the catheter resulting in a significant blood leak onto the patient¿s bed. The volume of blood loss was reported as insignificant and no medical intervention was necessary. The valve was replaced and treatment to the patient was resumed without further incident.

Manufacturer narrative:
The device involved in the reported event was not returned to the manufacturer for further investigation. A device history review (DHR) revealed no relevant non-conformances found that would have contributed to the reported complaint.